Event description:
Caller states the pt tested 5.2 inr on the coaguchek system and 2.9 inr on a comparison lab. Coumadin was held 1 day based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.